Event description:
Customer reports the active system produced an indosed result of "lo" (<10 mg/dl); no action taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.